Event description:
False negative results - no other details available.

Manufacturer narrative:
Control lot: 100miu/ml hcg urine control lot: hcg081008-01; 25miu/ml hcg urine control lot: hcg080821-03; 217.7iu/ml hcg urine control lot: hcg081020-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 217.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. More investigation will be performed if the urine sample is returned. Nothing abnormal found in batch review and the product number, product description and lot number were verified.